Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized for low blood glucose levels, after falling and breaking her leg. The reported blood glucose reading at the time of the call was 40 mg/dl, which the customer treated. Troubleshooting was performed, and the reservoir volume matched with the amount of insulin in the reservoir. The insulin pump also passed the displacement test. The customer mentioned that she has been adjusting her basal rate settings on her own recently. Advised the customer to consult her physician before making any changes to the settings. Nothing further was reported.